Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer observed air bubbles in the patient line. Customer's blood glucose was 234-271 mg/dl. The customer primed the air out successfully.